Event description:
It was reported, the light source experienced power turned off. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "shuts down" malfunction could not be determined. Olympus will continue to monitor field performance for this device.